Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her implantable neurostimulator (ins) was replaced on (B)(6) 2017 because her ins had stopped working and died. The patient reported a knot at the ins site. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.